Event description:
I have a brain tumor and vertigo and wearing a mask causes lightheadedness dizziness fainting spells I cannot continue to wear a mask walking and wearing a mask and breathing for prolonged periods of time. Is causing me serious health issues. FDA safety report ID# (B)(4).